Event description:
Target weight loss set for 2.2 l with actual weight loss at 5.5 l, plus 2.5 l replacement fluid, or 8.0 l total. No pt injury or medical intervention was reported. Gambro technical services (gts) functionally tested the machine with no problem found.